Manufacturer narrative:
During laboratory analysis, the product surveillance technician was not able to duplicate the reported issue. The issue as described in the complaint record was not directly observed during evaluation. The roller pump was operated overnight with a relatively high occlusion with no apparent disruptions observed. Pump could start without issue. The pump operated as intended.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the roller pump displayed pump jam, motor error and overspeed messages. Per data log review: on 17feb2023 the log showed that the large roller pump logged a motor overcurrent (pump jam), underspeed (head < demand), and motor error as reported. The log confirms the complaint.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had multiple error messages while recirculating blood. The roller pump cable was disconnected, then reconnected and the issue resolved. There were no reported adverse consequences to the patient.